Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 5016263/5016449.